Manufacturer narrative:
The actual device was returned for evaluation; however, it was confirmed that during decontamination that the device was disposed of in error. Therefore, no investigation could be performed. The reported condition was not confirmed and an assignable root cause could not be determined. This issue has been escalated to a nonconformance and will be further investigated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was lost during decontamination.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the cutter device was broken. It was not reported whether there was a delay in the surgical procedure. It was reported that a spare device was available for use to complete the surgical procedure successfully. There was patient involvement reported. It was reported that the patient was recovering fairly. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.